Event description:
If felt like stimulation briefly turned on and off. When it came back on, it felt 'harder'. This occurred 6-8 times since the device was implanted in (B)(6) 2010. It did not seem to be associated with position or environment, but mainly occurred when he was sitting. The pt also experienced pain where the lead connected to the implantable neurostimulator for several months after implant. The pt reported no falls or trauma. The pt programmer only worked when used with the antenna. The pt programmer was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis of the recharger revealed pins 4 and 5 of the antenna jack were electrically open.